Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was 600 mg/dl. Customer attempted to treat via bolus delivery however they received a no delivery alarm. Customer was advised to change out their entire infusion set and return it for analysis.